Event description:
On feb. 03, 2003, k.m.I. Was notified of the explant of a sub talar m.b.a. Orthopedic foot implant from a pt in 2003, to address pain. The report noted that the implant had shifted, but no other details were provided.